Event description:
It was reported that after an atrial flutter ablation procedure, a pt burn was noted in the location of the dispersive patch. The physician performed ablation with a safire blu catheter and a t11 generator used with a single non-sjm single 6cm x 3cm dispersive patch placed in a left laterothoracic position. During the 'quite long and difficult' procedure the physician administered six applications of radio frequency using 70w of power and the t11 displayed a high impendence error. The procedure was discontinued. The pt complained of pain and the physician noted a second degree burn where the patch had been applied to the pt. A dressing was applied immediately to treat the burn. After the procedure, the pt was treated by a plastic surgeon at a different hospital. The pt's current status is listed as stable. Additional info was requested and is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental med watch will be filed.